Event description:
Pt reported that their one touch ultra meter kept giving the error 1 message. This issue was not resolved with troubleshooting. Pt was using correct testing technique and the battery compartment was in good condition. Pt did not require any medical intervention or treatment. A replacement meter was sent to the pt. No further clinical info was provided.